Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was inaccurate. The issue could not be resolved. Customer will continue to use current pump for insulin therapy. Customer¿s blood glucose level was 169 - 300 mg/dl. It was also reported that an occlusion alarm occurred. The alarm cleared and the resumed insulin delivery.